Manufacturer narrative:
(B)(4). Customer returned wrong meter and empty test strips vial - unable to test. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 215 mg/dl and 195 mg/dl. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/22/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not provided since the customer was unable to read): (B)(6). Adverse event not reported.